Event description:
An employee of the fire dept was stuck by a contaminated needle which punctured through the container. The actual device will not be released for eval, however, photographs of the device have been made. Info received 8/12/96 indicated the sharps container had a needle sticking out of the bottom. The employee who was stuck was carrying the container into hosp when she rec'd a bad cut from needle sticking out of bottom. Hosp has kept container and employee had pictures taken.

Manufacturer narrative:
Corrected data: lot number and serial number were reversed on the original report. The serial number of the sharps container was the only info provided by the complainant. Manufacturing was able to identify the lot from the serial number. A lot history check revealed no discrepancies related to the complaint were observed during the production of this lot. Photo's promised by the customer for co's review were never returned, nor was co's request for add'l info returned. Co is unable to investigate this complaint any further, given the lack of info and samples. Please note that this report may be based upon info not yet verified by co to be complete and accurate. Further more, this report does not necessarily reflect a conclusion or admission by co that one of its products has caused or contributed to a death or serious injury or that one of its products has malfunctioned.